Manufacturer narrative:
The customer told the fse that tubing had popped off the retic clearing pump (pm6) but they had already reattached it previous to his arrival. The field service engineer (fse) found the tubing through retic shear valve cvl87/127 was clogged with protein build up. Shear valve cvl87/127 isolates the retic sample segment for processing. The fse bleached the retic shear valve and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The instrument was giving high retic backgrounds when the leak was noticed. The volume of the leak was about 5 cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.